Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and headache ("headaches"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain and headache had not resolved. The reporter considered headache and pelvic pain to be related to essure. The reporter commented: list of side effects is too much. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 16-aug-2019: events outcome updated. Reporter denies further contact. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dysmenorrhoea ("painful periods"), back pain ("back pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain and headache had not resolved and the dysmenorrhoea, back pain and feeling abnormal outcome was unknown. The reporter considered back pain, dysmenorrhoea, feeling abnormal, headache and pelvic pain to be related to essure. The reporter commented: list of side effects is too much. Concerning the injuries reported in this case, the following one/ones were reported via social media: painful periods, back pain and brain fog . Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report: reporter information, new events painful periods, back pain and brain fog added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and diverticulitis ('diverticulitis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dysmenorrhoea ("painful periods"), back pain ("back pain"), feeling abnormal ("brain fog") and diverticulitis (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain and headache had not resolved and the dysmenorrhoea, back pain, feeling abnormal and diverticulitis outcome was unknown. The reporter considered back pain, diverticulitis, dysmenorrhoea, feeling abnormal, headache and pelvic pain to be related to essure. The reporter commented: list of side effects is too much. Concerning the injuries reported in this case, the following one/ones were reported via social media: painful periods, back pain and brain fog. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- diverticulitis. Reporter were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and diverticulitis ('diverticulitis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dysmenorrhoea ("painful periods"), back pain ("back pain"), feeling abnormal ("brain fog") and diverticulitis (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain and headache had not resolved and the dysmenorrhoea, back pain, feeling abnormal and diverticulitis outcome was unknown. The reporter considered back pain, diverticulitis, dysmenorrhoea, feeling abnormal, headache and pelvic pain to be related to essure. The reporter commented: list of side effects is too much. Concerning the injuries reported in this case, the following were reported via social media: painful periods, back pain and brain fog. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and diverticulitis ('diverticulitis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dysmenorrhoea ("painful periods"), back pain ("back pain"), feeling abnormal ("brain fog") and diverticulitis (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain and headache had not resolved and the dysmenorrhoea, back pain, feeling abnormal and diverticulitis outcome was unknown. The reporter considered back pain, diverticulitis, dysmenorrhoea, feeling abnormal, headache and pelvic pain to be related to essure. The reporter commented: list of side effects is too much. Concerning the injuries reported in this case, the following one/ones were reported via social media: painful periods, back pain and brain fog further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- diverticulitis. Reporter were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and headache ("headaches"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain and headache outcome was unknown. The reporter considered headache and pelvic pain to be related to essure. The reporter commented: list of side effects is too much. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.